Event description:
Intermittent sticking of apl valve on datex aestiva5 anesthesia units. Multiple incidents occurred where patient was on spontaneous breathing and apl valve stuck. Manual intervention by anesthesiologists prevented hyperinflation of the patient circuit. The failure mode could not be reproduced in the lab setting, but occurred intermittently. Manufacturer was contacted and indicated that no other adverse events of this nature have been reported. Subsequently, they indicated that there were issues with certain lots of apl valves, however our units were not affected. Factory engineering recommended that the surface of the apl valve be abraded to reduce the possibility of the valve sticking when there was moisture in the internal apl assembly. All apl valve assemblies were replaced, surfaces treated and OEM recommended breathing circuits put into place.